Event description:
It was reported that prior to starting a da vinci si surgical procedure, the system was unable to recognize the maryland bipolar instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that an in-house is3000 system successfully recognized the instrument, showing six uses left. Pogo pins do not stick and are not contaminated. Dallas chip programmer (dcp) verification of instrument passed. Engineering was unable to replicate the recognition issue. Additional observation not reported by the site is a frayed cable. The conductor wires are intact and undamaged, but drive cable is frayed. The pitch up cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.